Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery while the customer was asleep. The blood glucose reading was 364 mg/dl. The customer stated that the insulin pump was doing a rewind and prime process as though she was putting an infusion set in, and it just stopped. She stated that the blood glucose reading went to the insulin pump even though she was not wearing it. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.